Event description:
This event is reportable based on the product analysis approved on (B)(6) 2010. It was reported that during a percutaneous coronary intervention (pci) procedure the device was unable to cross the lesion. The 100% stenotic lesion was in the calcified and severely tortuous proximal to mid right coronary artery. The physician advanced the 3.0x24 taxus liberte stent to the lesion but was unable to cross. There were no patient complications. The procedure was completed with a non-bsc stent. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination revealed that the distal stent struts on row 1 were raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present within the inflation lumen, indicating that the device was used in vivo. No kinks or damage were observed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were observed with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A recommended size product mandrel was inserted through the lumen with no restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).